Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - patient was diagnosed with stress urinary incontinence and pelvic prolapse. The patient underwent a 2 part procedure which included an abdominal sacrocolpopexy with implant of a bard/davol flat mesh and implant of a non-bard davol pubovaginal sling. On (B)(6) 2010 - patient was diagnosed with a stricture of the rectum and underwent a low anterior resection and a splenic flexure takedown with partial explant of mesh. During this procedure it was noted that in the mid pelvis a firm strictured inflammatory process was palpated which involved some non-bard davol prolene stitches. As dissection continued circumferentially, there was mesh involved as well.